Event description:
Missed dose of foscarnet due to an administration set where the flow was noted to be backwards. It was reported that a patient, age, gender, and diagnosis unspecified, was receiving an infusion of foscarnet. It is unknown whether or not the tubing primed correctly. The tubing was connected to the patient, and the patient was sent out of the hospital on pass. At some point later that evening, the patient called and reported that the infusion "didn't seem to be working". It is unknown whether or not the pump alarmed. There was no bleed back reported. Troubleshooting occurred over the phone between the patient and a staff member. It is unknown what instructions were given to the patient to manage the problem through the night, but the patient returned to the hospital the following day to have the problem investigated. It was noted by a clinician that the cassette was assembled backwards and that the patient had missed the entire dose of medication. The tubing set was changed and the infusion resumed with no further problems. There was no reported adverse patient sequelae. Additional information was requested, but no further information was provided.